Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The power supplies were analyzed and found to have no problem detected. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced two power supply switchers due to intermittent error fault 418. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse called to report that the system displayed a message that the patient's side cart (psc) was running on battery. Prior to the call, the customer disconnected the ac power cord from the wall outlet and connected it to another one but no change. Intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed that the psc battery led status had three solid green lights. The isi tse checked logs and verified the error pointing at psc switched from ac to battery, but no message was sent back. The isi tse guided the customer through cycling the psc breaker switch and yet again confirmed ac wall outlet was working. The staff did both, but psc was still running on battery. At this time of call, battery leds on psc had gone from three to two solid green indicating 50% charge left. Errors 417 were present, pointing at both power supplies but with approximately 4 hours between. The isi tse suggested power cycling the system. After the power cycle, the fault persisted. The customer stated that the surgery would most likely be converted to open surgery.